Event description:
Information received notes that two weeks post implant, the device was not functioning and the patient was admitted to the hospital with a low pulse. Fluoroscopy showed that lead placement was unchanged, yet there was intermittent atrial undersensing. One month later, the ventricular lead was repositioned with good measurements via an analyzer. When connected to the pulse generator, the thresholds were still 7.5 v. Normal function ensued with a new pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received